Event description:
Ous MDR - the patient had no symptoms however, high pacing threshold was detected. The patient was admitted to the hospital for revision of the rv lead. The rv lead was explanted and replaced by a new rv lead. The explant date was not provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin was found, which can be considered to be the root cause of the clinical observation. Further investigations indicated that these damages were caused by over rotation of the inner coil during the extension or retraction of the fixation helix. Next, coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The values of the parameters measured during the electrical analysis were within the technical specifications. In summary, the inner coil of this lead was found to be deformed and blood was found in the lumen, which caused most likely during the surgery while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.